Manufacturer narrative:
Product ID 3889-28 lot# va0clu7 implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead analysis of the implantable neurostimulator (ins) model 3058 (B)(4) showed no significant anomalies and passed final functional testing. Good, stable output was observed on all electrode pairs as received. The telemetry was determined to be acceptable. Analysis of the lead model 3889-28 lot # va0clu7 showed all conductors were broken (over stress/damage) at multiple locations as a result of factors not related to the product reliability. All circuits were open and no shorts were noted between circuits. Analysis identified markings on the outer insulation which were consistent with markings from the use of a tool. It was also noted the lead was twisted. Good stable output was observed on all electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient's device was not working effectively. It was unknown what led or contributed to the issue. The device was explanted. No further complications were reported.